Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for non-malignant pain and chronic low back pain reported stimulation stopped on (B)(6) and they were seeing the end of service (eos) message on the patient programmer (pp). The patient stated the battery only lasted three years despite having the settings changed to make it last longer. The patient stated they talked with their local healthcare provider (hcp) that did the implant but were told they "need a referral," even though they did the original implant. The manufacturer's representative (rep) was going to speak with the hcp after they spoke with the patient.